Manufacturer narrative:
Evaluation codes - method: the device history and sterilization records were reviewed. Results were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing ineffective stimulation and stimulation in the wrong location. X-rays confirmed the patient's lead migrated. Additionally, it was determined the patient's scs lead site was infected. The patient's entire scs system was explanted on (B)(6) 2014. The patient was inserted with a PICC line for long-term antibiotic treatment. The patient is in stable condition and will remain hospitalized for an undetermined period of time to continue to address the issue until resolved.